Event description:
It was reported that during a trial procedure that was aborted due to patient having pain which was procedure related. The patient was sedated.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial/batch: (B)(6).

Event description:
It was reported that during a trial procedure that was aborted due to patient having pain which was procedure related. The patient was sedated.